Event description:
It was reported to boston scientific corporation that a patient underwent a spaceoar vue placement procedure. The patient's perirectal fat was very thin and had scar tissue present. The patient was placed under monitored anesthesia care (mac) however, he twitched and moved a lot during the procedure. 2 or 3 adjustments were performed before going closer to the base and performing hydrodissection. The injection of the hydrogel started. It was reported that due to the patient movement, the injection speed was faster than other cases. Review of the images reflected an intra-prostate injection. The patient did not experience symptoms. The patient will receive radiation treatment.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.